Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port. This was observed before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between june 04, 2018 - june 05 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.